Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic/chronic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and uterine haemorrhage ('uterine bleeding') in an adult female patient who had essure (batch no. 731807) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: nuvaring from 2006 to (B)(6) 2011. Concurrent conditions included endometrial polyp, dysfunctional uterine bleeding, menometrorrhagia, paratubal cyst and corpus luteum cyst. Concomitant products included acetylsalicylic acid;caffeine;paracetamol (excedrin migraine), naproxen and rizatriptan13 - (B)(6) 2014 to 2017. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea(cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and perineal pain ("perineal pain"). In 2014, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In 2015, the patient experienced cystitis ("bladder infection"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy ¿ hypersensitivity"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), nausea ("nausea"), coccydynia ("tail bone pain"), musculoskeletal pain ("shoulder pain") and memory impairment ("memory"). The patient was treated with antibiotics, phentermine and surgery (ablation and hyst. (Full), salping(bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, hypersensitivity, bladder disorder, urinary tract disorder, urinary tract infection, vaginal discharge, weight increased, perineal pain, coccydynia and musculoskeletal pain outcome was unknown, the menorrhagia, uterine haemorrhage, fatigue, alopecia, migraine, headache, nausea, vaginal haemorrhage and cystitis had resolved and the memory impairment was resolving. The reporter considered abdominal pain, alopecia, bladder disorder, coccydynia, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, memory impairment, menorrhagia, migraine, musculoskeletal pain, nausea, pelvic pain, perineal pain, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for bladder/urinary problems: bladder problems, urinary probs., uti, vaginal discharge, other injuries/symptom: fatigue, hair loss, migraines, headaches, nausea. Insertion details: the number of expanded coils that appeared trailing into the uterine cavity was 5 diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61.23 kgs. Ultrasound scan vagina - in 2011: total bilateral occlusion. Concerning the injuries reported in this case ,the following ones were confirmed in patient medical records: bladder infection, migraine, pelvic pain, abnormal uterine bleeding, perineal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2019: pfs &mr received. Lot number added. New events abnormal bleeding (vaginal), bladder infection, weight gain, uterine bleeding, perineal pain, tail bone pain, shoulder pain, memory were added. Lab data updated. Concomitant conditions, concomitant drugs, treatment drugs, historical drugs, reporter information, patient demographics was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain, pelvic/chronic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and uterine haemorrhage ('uterine bleeding'). In an adult female patient who had essure (batch no. 731807), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included: for birth control: nuvaring from 2006 to 9-apr-2011. Concurrent conditions included: endometrial polyp, dysfunctional uterine bleeding, menometrorrhagia, paratubal cyst and corpus luteum cyst. Concomitant products included: acetylsalicylic acid, caffeine, paracetamol (excedrin migraine), naproxen and rizatriptan 13-nov-2014 to 2017. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced, menorrhagia (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea(cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2012, the patient experienced, pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and perineal pain ("perineal pain"). In 2014, the patient experienced, fatigue ("fatigue"). And was found to have weight increased ("weight gain"). In 2015, the patient experienced, cystitis ("bladder infection"). On an unknown date, the patient experienced, dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy, hypersensitivity"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), nausea ("nausea"), coccydynia ("tail bone pain"), musculoskeletal pain ("shoulder pain"), memory impairment ("memory"), back pain ("back pain"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and chest pain ("chest pain"). The patient was treated with antibiotics, phentermine and surgery (ablation and hyst. (Full), salping (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, hypersensitivity, bladder disorder, urinary tract disorder, urinary tract infection, vaginal discharge, weight increased, perineal pain, coccydynia, musculoskeletal pain, back pain, dysfunctional uterine bleeding and chest pain outcome was unknown. The menorrhagia, uterine haemorrhage, fatigue, alopecia, migraine, headache, nausea, vaginal haemorrhage and cystitis had resolved. And the memory impairment was resolving. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, chest pain, coccydynia, cystitis, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, memory impairment, menorrhagia, migraine, musculoskeletal pain, nausea, pelvic pain, perineal pain, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for bladder/urinary problems: bladder problems, urinary probs., uti, vaginal discharge. Other injuries/symptom: fatigue, hair loss, migraines, headaches, nausea. Insertion details: the number of expanded coils that appeared trailing into the uterine cavity was 5. Diagnostic results (normal ranges are provided in parenthesis if available): body weight: was reported to be 61.23 kgs. Ultrasound scan vagina: on (B)(6) 2011, total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, social media content received: new event added: chest pain. Reporter was added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic/chronic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and uterine haemorrhage ('uterine bleeding') in an adult female patient who had essure (batch no. 731807) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: nuvaring from 2006 to (B)(6) 2011. Concurrent conditions included endometrial polyp, dysfunctional uterine bleeding, menometrorrhagia, paratubal cyst and corpus luteum cyst. Concomitant products included acetylsalicylic acid;caffeine;paracetamol (excedrin migraine), naproxen and rizatriptan (B)(6) 2014 to 2017. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea(cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and perineal pain ("perineal pain"). In 2014, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In 2015, the patient experienced cystitis ("bladder infection"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy ¿ hypersensitivity"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), nausea ("nausea"), coccydynia ("tail bone pain"), musculoskeletal pain ("shoulder pain"), memory impairment ("memory"), back pain ("back pain") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with antibiotics, phentermine and surgery (ablation and hyst. (Full), salping(bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, hypersensitivity, bladder disorder, urinary tract disorder, urinary tract infection, vaginal discharge, weight increased, perineal pain, coccydynia, musculoskeletal pain, back pain and dysfunctional uterine bleeding outcome was unknown, the menorrhagia, uterine haemorrhage, fatigue, alopecia, migraine, headache, nausea, vaginal haemorrhage and cystitis had resolved and the memory impairment was resolving. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, coccydynia, cystitis, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, memory impairment, menorrhagia, migraine, musculoskeletal pain, nausea, pelvic pain, perineal pain, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for bladder/urinary problems: bladder problems, urinary probs., uti, vaginal discharge, other injuries/symptom: fatigue, hair loss, migraines, headaches, nausea. Insertion details: the number of expanded coils that appeared trailing into the uterine cavity was 5. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61.23 kgs. Ultrasound scan vagina - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case ,the following ones were confirmed in patient medical records :bladder infection, migraine, pelvic pain, abnormal uterine bleeding, perineal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received. Events: back pain and dysfunctional uterine bleeding were added. Reporter's information was added. Lab data test date was updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic/chronic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and uterine haemorrhage ('uterine bleeding') in an adult female patient who had essure (batch no. 731807) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: nuvaring from 2006 to (B)(6)2011. Concurrent conditions included endometrial polyp, dysfunctional uterine bleeding, menometrorrhagia, paratubal cyst and corpus luteum cyst. Concomitant products included acetylsalicylic acid;caffeine;paracetamol (excedrin migraine), naproxen and rizatriptan (B)(6)2014 to 2017. On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea(cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and perineal pain ("perineal pain"). In 2014, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In 2015, the patient experienced cystitis ("bladder infection"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy ¿ hypersensitivity"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), nausea ("nausea"), coccydynia ("tail bone pain"), musculoskeletal pain ("shoulder pain") and memory impairment ("memory"). The patient was treated with antibiotics, phentermine and surgery (ablation and hyst. (Full), salping(bilateral)). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, hypersensitivity, bladder disorder, urinary tract disorder, urinary tract infection, vaginal discharge, weight increased, perineal pain, coccydynia and musculoskeletal pain outcome was unknown, the menorrhagia, uterine haemorrhage, fatigue, alopecia, migraine, headache, nausea, vaginal haemorrhage and cystitis had resolved and the memory impairment was resolving. The reporter considered abdominal pain, alopecia, bladder disorder, coccydynia, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, memory impairment, menorrhagia, migraine, musculoskeletal pain, nausea, pelvic pain, perineal pain, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for bladder/urinary problems: bladder problems, urinary probs., uti, vaginal discharge, other injuries/symptom: fatigue, hair loss, migraines, headaches, nausea. Insertion details: the number of expanded coils that appeared trailing into the uterine cavity was 5. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61.23 kgs. Ultrasound scan vagina - in 2011: total bilateral occlusion. Concerning the injuries reported in this case ,the following ones were confirmed in patient medical records :bladder infection, migraine, pelvic pain, abnormal uterine bleeding, perineal pain . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic/chronic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy ¿ hypersensitivity"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). The patient was treated with surgery (ablation and hyst. (Full), salping(bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, hypersensitivity, bladder disorder, urinary tract disorder, urinary tract infection and vaginal discharge outcome was unknown and the menorrhagia, fatigue, alopecia, migraine, headache and nausea had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: plaintiff received treatment for bladder/urinary problems: bladder problems, urinary probs., uti, vaginal discharge, other injuries/symptom: fatigue, hair loss, migraines, headaches, nausea. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified): bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: previously reported event "injury" nos was replaced with the pelvic/chronic pain. New events added - dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, menorrhagia (heavy menstrual bleeding), allergy ¿ hypersensitivity, bladder problems, urinary problems, uti, vaginal discharge, fatigue, hair loss, migraines, headaches, nausea. Event outcome was added for the events: menorrhagia, fatigue, hair loss, migraines, headaches, nausea. Lab data and reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.